Event description:
During removal of the iab from the patient after four days of use, resistance was encountered. A surgical removal was required due to entrapment. There were no patient complications.